Manufacturer narrative:
Other relevant device(s) are: product ID: b I-500-01065, serial/lot #: (B)(4). The logs were reviewed and it was determined this was a known issue. The message, "patient and/or o-arm tracker are not visible to camera select 'confirm' to acquire non-navigated scan or select 'cancel' and adjust camera to acquire navigated scan" can be seen. The radiologic technician (rt) hit the softkeyleft4 on the pendant which confirmed to deselect the navigated scan. This was deselected for two spins. The image acquisition station (ias) was rebooted and everything worked as designed as the system defaults to having the navigated scan selected and at this point navigation was already aborted. When the system was tested by the medtronic representatives everything worked fine. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to transfer their spin to the navigation system. The site had all green indicators on the navigation system and were receiving the message stating that the images were unregistered and would require manual registration. However, the spin would not even transfer. The site brought in another navigation system and were getting the same errors and the exams were not transferring. The site switched cables and tried multiple restart but was unable to resolve. The site decided to complete the procedure without navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted outside of case that the exams did not have nav tags. Additional information was received. It was reported that there were three unused spins.

Manufacturer narrative:
H2) additional information: h6) patient code updated to c61401 per sop-cpa-05, it was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The o-arm log investigation concluded the system had a known recoverable software issue. This issue is not a systemic as it was resolved by retaking another image or system reboot. Estimated 3d dose absorbed (patient): 22.38 msv number of people exposed: 1 - patient number of people in or other than patient: 1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.